Manufacturer narrative:
H3: product analysis #(B)(4): part # 3606195 lot # k23g1052 visual inspection confirmed the pin at the tip of the driver is loose and the hex tip is stripped. The damage is consistent with overload during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that the small t on the threaded driver slides back and forth. There was concern that it might fall out so the driver was not used during the procedure. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the driver was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.